Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that infusion set tubing was leaking at the site on (B)(6) 2026 and the patient faced leakage issue with four infusion sets. The patient replaced infusion sets and resumed insulin successfully.